Event description:
It was reported that the 7700 system had no x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock was replaced and system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.